Event description:
It was reported that the patient was admitted to the hospital due to an infection. The patient was discharged to hospice. On (B)(6)2017 the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.